Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Event description:
Revision due to tibial loosening. No further information available.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving additional information but does not change the investigational results, therefore depuy still considers the investigation closed.

Event description:
Update 16 august 2016 - a lcs surface topography case study of (B)(6) has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Reason for revision / adverse event details: loose distal.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - revision due to tibial loosening. No further information available. Update (B)(6) 2016 - a lcs surface topography case study of the (B)(6) has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Reason for revision / adverse event details: loose distal. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.